Manufacturer narrative:
Unit was successfully downloaded using thus software. Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test. However, failed occlusion test. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that moisture damage was noted on force sensor flex connector including moisture damage on j2/pcba1 causing an intermittent electrical short. Unable to perform prime/seating test, basic occlusion test and occlusion test due to constant insulin flow block alarm. No relevant alarms noted during download history review. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No relevant failed batt test alarms in pump download history. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, and pillowing keypad overlay. In conclusion, unit was received with no delivery due to moisture damage on force sensor flex connector including moisture damage on j2/pcba1 causing an intermittent electrical short. Isolate to electronic assembly. Cosmetic concern of cracked case on battery tube was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose values and blood glucose values, sensor updating/sg not available, bad sensor, no delivery/occlusion alarm, charge/battery lasts less than expected, failed battery test, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1780kl. Troubleshooting was performed and confirmed the customer reported issues. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1780kl.